Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer stated that the unit will sometimes not alarm when it turns on.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the sieve beds were saturated causing error codes and the power switch was broken causing the alarms not to function, which confirmed the original complaint issue.

Event description:
The dealer stated that the unit will sometimes not alarm when it turns on. Per the independent repair center, the reason for repair is the unit has error codes. The key failure is the sieve beds are leaking sieve material. An additional malfunction is the power switch is broken causing the unit to have no alarm.